Event description:
It was reported during a da vinci-assisted pediatric surgical procedure, there was non-intuitive motion observed on the universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to check the hand configuration, hard power cycle the system, and re-engage the instrument. The customer explained the issue on usm 3 persisted while the other usms worked well. Only usm 3 motion was reversed with the mtm. The customer proceeded with the procedure as planned using the other usms with no reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the logs and found error 22020 on the system pointing to the universal surgical manipulator (usm) 3. The issue was caused by an engagement failure of the instrument or the drape. The fse advised the customer to make sure the drape and the instrument are properly installed before the procedure. Fse performed a test drive, and the system was operating as expected. The system was tested and verified as ready for use.